Event description:
The customer reported that the brightness control on the olympus autoclavable camera head failed to adjust and operated intermittently during pre-use inspection. No patients were involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6) medical center.